Manufacturer narrative:
(B)(4). Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and balloon. The balloon was partially inflated with fluid. There was no damage noted to the balloon catheter. The balloon catheter was pressurized using an new indeflator, filled with water, to locate the rupture, .5 mm in length, 1 mm proximal to the distal balloon marker. There was a radial scratch over the distal balloon marker. Product performance engineering has reviewed incident info and the analysis of the returned product. The presence of blood in inflation lumen and the balloon is also consistent with a leak or balloon rupture that occurred while it was inside the anatomy. The analysis confirmed that there was a 0.5 mm radial rupture/tear in the balloon, 1 mm proximal to the distal marker band. Balloon ruptures/tears can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, visual inspection noted a radial scratch evident on the outer surface of the balloon adjacent to the rupture site, suggesting that the balloon material may have exhibited mechanical damage at some point during the procedure. Since there was no report of any leaks noted during product preparation for use, this may further suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Reportedly, this was an acute myocardial infarction (ami) case and the lesion was mildly tortuous, moderately calcified and totally occluded, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation during the procedure. To ensure this type of damage is not a result of a potential mfg related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot, and all on-line inspections and lot release testing met mfg criteria. In this instance, based on the info received with this complaint and the returned product analysis, the balloon rupture and mechanical damage noted appear to be related to circumstances of the procedure. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after a 2.25 mm voyager balloon was used to pre-dilate the lesion, the 3.0 x 12 mm rx voyager as delivered to further dilate the lesion. However, the balloon ruptured at 14 atm during the first inflation. Reportedly, there were no pt effects. No add'l event or pt info is available.